Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, that after the dilation catheter was inflated, it did not appear to deflate as quickly as it should have. A 60cc syringe was used to apply negative pressure, and the balloon completely deflated. The pt remained stable throughout the procedure. No other info was reported.